Event description:
Additional information: it was reported that the patient had been admitted to the hospital on (B)(6) 2014 with a previously unreported episode of gastrointestinal bleeding and was taken off anticoagulation. During the patient's hospital stay on (B)(6) 2014, the patient began complaining of some expressive aphasia. A CT scan of the patient's head that day showed no acute intracranial hemorrhage or mass effect and no large acute territorial infarct. The next day, the patient was still complaining of excessive aphasia and on (B)(6) 2014, the patient had another CT scan which showed an interval development of a small region of infarction in the left frontal lobe. Over the next couple of days, the patient had his enteroscopy and was doing well on the floor. However, on (B)(6) 2014, the patient developed right-sided weakness with a global aphasia. The patient was sent for a stat CT scan of the head which showed further demarcation of the left frontal lobe infarct and a new subarachnoid hemorrhage with left frontal and parietal foci. The patient was brought to the intensive care unit, and at this time the patient¿s neurologic exam was deteriorating. The patient¿s family was contacted emergently and decided, based on his living will, that they were not going to intubate him. The patient had given a do-not-resuscitate/do-not-intubate order at this time. A CT scan of the patient¿s head later that evening showed further evolution of the subarachnoid hemorrhage with a new large hemorrhage in the left frontal region, which is likely due to a combination of parenchymal intra-axial hemorrhage, subfalcine herniation, and a 1.5 cm left-to-right midline shift trapping the right lateral ventricle. There was also an increase in cortical hemorrhaging. There was a re-demonstration of the left middle cerebral artery infarct and scattered subarachnoid hemorrhage. The following day on (B)(6) 2014, the patient¿s family requested comfort care. The patient¿s left ventricular assist device (lvad) was turned off, and over the course of the day, he was kept comfortable on a morphine drip. His blood pressure had dropped and at 5:17 pm, the patient expired. The lvad

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Additional information: a correlation between the device and the reported gastrointestinal bleeding and hemorrhagic stroke could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). An outcome was reported via receipt of a device tracking form, the cause of the expiration was noted as "stroke."